Manufacturer narrative:
(B)(4). The rt125 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of the similar product is k20332. Method: the complaint rt125 breathing circuits are not expected to be returned to fisher & paykel healthcare (B)(4) as they have been discarded by the hospital. Our investigation is based on the information provided by the hospital. Results: the hospital reported that two rt125 breathing circuits became open circuit after 3 days of use. A lot check was not performed as no lot number was provided. Conclusion: the open circuit would most likely occur in the heaterwire path of the inspiratory limb of the breathing circuit. Without a complaint device, it is not possible to accurately conclude the root cause of the open circuit.

Event description:
A hospital in (B)(6) reported that two rt125 infant breathing circuits became open circuit three days after use. No patient consequence was reported.